Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The unit is under evaluation. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the fo pressure measured by the iabp was much higher than the arterial measured with monitor with no alarms from the iabp. The patient was switched to another iabp and therapy was continued. No patient injury was reported.